Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4) PMA/510(k) # p050017/s002 and s003 this report was initially submitted based on a conservative approach pending confirmation of failure mode. The device related to this occurrence underwent a laboratory evaluation on the 11th jan 2018. On review of the lab evaluation details and the completed complaint investigation engineering confirmed that the failure mode recorded is not a reportable malfunction and as such this report is re-assessed and does not meet the reporting criteria of a malfunction report. The ziv6-35-125-6-80 device of lot number c1305428 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. The customer was contacted to provide additional information. From customer testimony, it is known that the complaint device was advanced over a cook bentson non-hydrophilic wire guide, of 0.035¿ diameter. There was no damage noted on the wire guide. The device was flushed prior to use. The customer has stated that the complaint device did not contribute to the balloon bursting, instead stating that the patient¿s anatomy was calcified and had a tight and steep bifurcation. The device is to be returned. No images of the procedure are available. The customer cannot confirm the lot code of the complaint device. However it was suggested by the district manager that the lot code was c1305428. The sequence of events was that the complaint device was advanced through a 6fr 11cm boston access sheath, but would not cross the bifurcation. Then the physician attempted to cross the bifurcation with a 35lp balloon, without an interventional sheath. The district manager has stated that the balloon bursting could also have occurred due to the physician not using an interventional sheath with the balloon. The district manager clarified that an interventional sheath would be longer than an access sheath, typically 45, 55 or 70cm, as opposed to the shorter access sheath of 11cm. It can be noted that the bursting of the angioplasty balloon is outside the scope of this investigation. On evaluation of the returned device, it was observed that the device was returned with the stent still loaded into the flexor. Kinks were observed in the flexor, just distal to the white connector cap and at 21cm from the distal end of the flexor. There was no tactile damage observed on the flexor. The device was flushed, and a 0.035¿ diameter wire guide was passed through the device without issues. The stent was deployed in the lab, with no resistance encountered. The stent was 8cm long. There was no evidence to suggest that the device was manufactured incorrectly. Complaint is confirmed as the failure was verified in the laboratory, as kinks were observed in the flexor. Possible causes for this occurrence could include the patient anatomy. From customer testimony, it is known that patient¿s bifurcation was tight and steep, and the artery was calcified. These factors could have caused the kinks in the flexor, which could have caused or contributed to the inability to advance the zilver device over the bifurcation. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the product instruction for use. Prior to distribution all zilver vascular 635 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. One device was scrapped as a kink was found in the flexor. However, all other devices in the lot passed inspection. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1305428. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional procedures were required as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report was initially submitted based on a conservative approach pending confirmation of failure mode. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2018. On review of the lab evaluation details and the completed complaint investigation engineering confirmed that the failure mode recorded is not a reportable malfunction and as such this report is re-assessed and does not meet the reporting criteria of a malfunction report. Initial report details: user was unable to advance the stent over bifurcation. Additional information received as follows:was unable to advance the stent over bifurcation. Balloon ruptured as 2 atm's. Due to no interventional sheath used and calcified artery.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p050017/s002 and s003. The ziv6-35-125-6-80 device of unknown lot number involved in this complaint has not yet been evaluated. With the information provided, a document based investigation was conducted. The investigation will be updated once the device has been evaluated. The customer was contacted to provide additional information. From customer testimony, it is known that the complaint device was advanced over a cook bentson non-hydrophilic wire guide, of 0.035¿ diameter. There was no damage noted on the wire guide. The device was flushed prior to use. The customer has stated that the complaint device did not contribute to the balloon bursting, instead stating that the patient¿s anatomy was calcified and had a tight and steep bifurcation. The device is to be returned. No images of the procedure are available. The customer cannot confirm the lot code of the complaint device. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the patient anatomy. From customer testimony, it is known that patient¿s bifurcation was tight and steep, and the artery was calcified. These factors could have caused or contributed to the inability to advance the zilver device over the bifurcation. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the product instruction for use. As the lot code of the complaint device is not known, a review of previous complaints for the lot cannot be conducted. As the district manager has not confirmed the lot number, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional procedures were required as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User was unable to advance the stent over bifurcation. Additional information received as follows:was unable to advance the stent over bifurcation. Balloon ruptured as 2 atm's. Due to no interventional sheath used and calcified artery.